Manufacturer narrative:
The manufacturer's evaluation results suggest that this event was attributed to user error and/or environmental factors during the time of mixing.

Event description:
The cement took between 10-25 minutes to set. There was no adverse consequence for any pt.